Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a total knee replace (B)(6) 2008, ever since her knee replacement, she has been experiencing extreme pain and would feel her knee slip out of place. In (B)(6) 2009, the surgeon did a microscopic surgery to adjust the pt's knee but she still is experiencing pain and a popping sensation in her knee."